Event description:
The patient is pursuing a product liability claim arising out of the use of nexgen tm monoblock cr tibia size nbr5-10mm. It was reported by the patient's legal counsel that the patient received a total knee replacement on (B)(6) 2008. On (B)(6) 2010, the patient's implants were removed because of pain, loosening and infection; the patient was revised on the same date.

Manufacturer narrative:
A review of the implant's manufacturing record indicate that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.